Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed damage to the tip. There is a pinhole 14mm from the tip. There is blood inside the balloon.

Event description:
Reportable based on device analysis completed on 03mar2020. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and severely calcified mid to distal right coronary artery. A 1.50mm x 20mm maverick 2 balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient status was fine. However, returned device analysis revealed balloon pinhole.